Event description:
The rep reported the pt had not received stimulation therapy for approximately one month; the pt had recharged the pulse generator in 2007, four days later, he awoke to find the ipg was inoperable. The pulse generator had appeared to be over-discharged; the rep had attempted one physician mode recharge on the following month. The pt subsequently attempted physician mode recharge cycles on his own and with assistance from the hcp. At follow-up on a week later, x-ray exam had confirmed the ipg wasn't flipped and the rep had attempted to initiate a regular recharge cycles had failed. The pt programmer had displayed error codes in the 591 and 590 series. Consultation with the company engineer concluded a pt programmer with advanced software should be used to attempt to unlock the ipg. The programmer with advanced software would be sent to the rep. The ipg product was received for analysis in early 2008; the ipg would not take a charge using a power reset cycle and the device had been replaced for normal battery depletion. There was no injury attributed to the event; the pt has recovered without sequela. Add'l info has been requested from the physician. Refer to MFR report # 3004209178200703804.